Event description:
A report was received that the patient was experiencing discomfort at the pocket site and lead site when using programs. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and lead site when using programs. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.